Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has a 1.5x1.0cm skin erosion over the implant site due to chronic infection. As per the surgeon's note it is crusting, draining, and getting worse. The surgeon plans to explant, the device let the site heal, then re-implant at a later date. Planned explant date is on (B)(6) 2025.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection at the implant site leading to recurrent skin breakdown. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. Furthermore, recipient stopped using the device due to experiencing pain in the implant area. Pain is a known undesired side effect of bonebridge implantation. This is a final report.

Event description:
The user was experiencing skin breakdown at the implant site due to chronic infection. The user was explanted.